Manufacturer narrative:
Additional information has been received, clarifying the reported issue. This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator was inoperative; the ventilator displayed low tidal volume. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Evaluation: a service engineer (se) inspected the device and found the expiratory filter to be loose. The se tightened the filter as well as all the joints of the breathing circuit. The unit then passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator was inoperative; it was not delivering the set tidal volume to the patient. At this time, it is unknown if the patient was transferred or if there was harm to the patient as a result of the event.